Event description:
End user alleges while operating the motorized wheelchair, she drove off of a train platform and dropped several feet onto the train tracks. End user alleges that she fractured her right femur, requiring surgery.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reports driving the motorized wheelchair off of a train platform and falling several feet onto the train tracks below. The motorized wheelchairs owner's manual warns, "do not attempt to climb or descend a slope greater than 5 degrees (one foot of climb for each eleven feet of travel)".